Event description:
It was reported to philips that c-arm was not moving .the device was in clinical use at the time of reported event. Patient was moved to another room. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the scheduled procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that all of the cradle movement was not possible (e.g. Angulation, rotation, longitudinal movement). Fse confirmed that the cradle button was physically damaged due to misuse. Imaging module and geometry module were replaced by fse. The defective geometry module was returned for analysis and part analysis confirmed that the digital analog joystick was broken. After replacing both imaging module and geometry module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.